Event description:
Complainant alleged that while attempting to treat a pt (age and gender unknown) the device was unable to adhere to the pt's skin. Complainant indicated that the clinician obtained another set of pads to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.